Event description:
The site reported the following: the pt was the second pt/procedure of the day in the cardiac catheterization lab. The scrub person set-up the single pt disposable set (spat). The catheter was connected to the spat and two test injections of the left coronary system were performed to check for catheter placement under fluoroscopy. Once catheter placement was confirmed, the first injection of contrast was performed. As this injection was performed, the physician and staff observed contrast, then air, then contrast again on the angiographic images. The pt's heart rate dropped. Atropine and epinephrine were administered and the pt was placed on oxygen. The pt exhibited chest pain and the pt's blood pressure increased and morphine was administered. Once the pt became stable, the physician was able to finish the procedure. At the end of the case, the pt was reported to be resting comfortably. The day after the procedure, the pt was reported to be fine with normal cardiac enzymes. The staff members at the site initially attributed the air injection to operator error and did not report this incident to medrad. After they were informed about the recall of certain medrad multi-patient disposable sets (mpat), they reported the incident to medrad. They also reported that after the air injection occurred, they noticed that there was a loose connection between the spat and the mpat, which was attributed to user error; however, they did not save the products for eval.

Manufacturer narrative:
The disposables were discarded by the customer and therefore could not be evaluated by medrad. The site was able to provide the spat lot number, 730007, and the multi-patient disposable set (mpat), lot number 820007, that were in-use during the reported incident. Medrad quality assurance visually inspected and functionally tested retained samples of spat lot 730007. No issues were found and the product functioned according to spec. The reported mpat lot number, 820007, is currently under recall for flash in one of the molded plastic components. Although we are unable to confirm the presence of flash without the returned product, it is possible that the device used during this event may have contributed to a malfunction, as defined in (B) (4). A medrad service engineer performed a system check on the avanta injector and the unit was found to be operating to spec. Additional applications training was performed.